Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope connector, which led to an abnormality in the electrical parts and resulted in the displayed error message (e216). The event can be detected and prevented by following the instructions for use (IFU) which state: "inspection of the endoscopic image". "Do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
Additional information received reported the picture noise was found when preparing the scope for use during a diagnostic procedure. The name of the procedure was unknown. The patient was not under general anesthesia and there was no delay. The procedure was completed, but it was unknown if the scope was used.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in evaluation found the complaint was confirmed and the image had noise. In addition, evaluation found angulation was reduced, there was play in the knob, the universal cord was stained and wrinkled, the objective lens was scratched, the light guide lens was scratched and chipped, an e216 error code was displayed, the control section had a leak, there was no scope ID, water invaded the scope, the distal end was dented, and the distal end was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite colonovideoscope picture had noise. The event occurred when preparing the scope for use. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found that an e315 unsupported scope error message was displayed. The report is being submitted due to e315 error message found during evaluation.